Event description:
It was reported that during a surgery, the device broken during insertion. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72203378 healicoil pk suture anchor device, used for treatment, was returned for evaluation. The complaint stated: ¿the device broken during insertion.¿ there was no relationship between the reported event and the device. The anchor was not returned. No suture was returned. The insertion shaft showed no damage. Torque has been found to be a factor consistent with this symptom. Please note: instructions for use reads: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no root cause associated with the manufacture of this device could be supported nor proven. Product met specifications upon release to distribution.